Manufacturer narrative:
UDI number added.

Event description:
It as reported that the gcx rail connected to the vhm gcx arm and mx500 monitor ripped off the wall and fell to the ground. The monitor fell off the wall and missed the patient. There was no reported adverse event or patient injury.